Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's reported complaint that the thermogard hq temp mgt console (sn (B)(6)) was set to 33 degrees, and the patient was at 34.1 degrees, but the device wouldn't cool beyond 34.1 degrees and the roller pump stopped was not confirmed during the functional testing or review of the event log. The reported issue was not replicated during testing, and the console functioned as intended. Upon review of the event log, no irregularities were found. The thermogard hq temp mgt console passed the functional test without any fault or error. The system is working as intended. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
The customer reported that during the cooling phase of therapy, the thermogard hq temp mgt console (sn (B)(6)) was set to 33 degrees, and the (B)(6), 144cm, 52.2kg female patient was at 34.1 degrees, but the device wouldn't cool beyond 34.1 degrees. The patient temperature at the start of therapy was 33.9 c. The roller pump stopped. No error messages were displayed on the console. Therapy had been started at approximately 21:00 on (B)(6) and the console stopped around 12:00 on (B)(6). They tried switching temperature probes from t1 to t2, utilizing esophageal and bladder temp probes but the issue persisted. The clinicians obtained another console and continued treatment for the patient using the second console without any issues. The same catheter was used to continue therapy. There were no adverse effects to the patient.